Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the open sample noted one partial suture and one needle. The needle was observed to be attached to the suture. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The retainer was inspected with no abnormalities. The visual inspection and functional evaluation of the sealed sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy while dermal suturing -- the thread broke. Replaced by a new device to complete the procedure. No patient injury.